Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis (fa) and the reported 319 error was confirmed in the field system logs and replicated during fa. Upon visual inspection, fa noticed the fiber cable misalignment on the rolling loop. The complaint detail from the field showed error 319 with a p1 value = ac_3f_ID. The usm was installed onto the patient side cart fixture test platform (pftp) and failed node check. The metrics stated the acc node was not present at startup. Fa replaced the rolling loop fiber cable and the issue was resolved. Based on these findings, fa identified that the rolling loop fiber cable was the root cause. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the operating room (or) staff contacted the technical support engineer (tse) from the or to report they were unable to lower the boom. They wanted to remove the robot from the room for the cases scheduled for the next day, but the boom height was too high to clear the doorway. The tse instructed the caller to disable universal surgical manipulator (usm) 3 via the system; however, the error would not clear. The tse then directed the caller to disconnect the robot from the system and perform a hard power cycle, then attempt to disable usm 3 manually. The error still did not clear. The tse advised there was no method available to lower the boom at that time. The robot could be moved and staged in a corner of the room until a field service engineer (fse) arrived to repair it. The or staff agreed to leave the robot in the room. The customer reported event has no report of patient injury.